Event description:
It was reported that the customer received a button error alarm on the insulin pump, after she received a low reservoir alarm on the screen. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was not known. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted during testing. No unexpected low reservoir alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a broken belt clip slot.